Event description:
Meter was prompting a clean test area message. The issue was not resolved with troubleshooting. The patient did not seek any medical attention. No injury or harm alleged. The meter is being replaced for the patient.